Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During surgery support for surgeon, applications support manager (asm) reported that he witnessed when surgeon was doing an astigmatic keratotomy (ak) and resulted in a cornea perforation. Asm reported that the event was due to patient movement. This reports is 2 of 2.

Manufacturer narrative:
Abbott personnel was on site during the event and reported that the event was contributed to patient movement. Mfg date: - jan/2015 abbott application support manager was on site at the time of the event performing surgery support and reported that event was contributed to patient movement. No equipment service was required. All pertinent information available to abbott medical optics has been submitted.